Event description:
Leg is absolutely destroyed and can no longer walk/now he cannot walk anymore [unable to walk]. Leg had swollen [swelling of legs]. Infection [infection nos]. Pain is not just in right knee but has deteriorated to including his right foot and right hip. [Pain in foot]. Pain is not just in right knee but has deteriorated to including his right foot and right hip/has extreme pain in his knee and hip [arthralgia aggravated]. Multiple times to have it drained [arthrocentesis]. Case narrative: initial information received from united states on (B)(6) 2022 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age male patient whose leg is absolutely destroyed and can no longer walk/now he cannot walk anymore, leg had swollen, infection, pain is not just in right knee but has deteriorated to including his right foot and right hip, pain is not just in right knee but has deteriorated to including his right foot and right hip/has extreme pain in his knee and hip and multiple times to have it drained while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (with unknown strength, dose, route, frequency, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. On an unknown date in 2018 after 2 days (latency) the patient mentioned that he had infection (seriousness criteria: medical significant, hospitalization and intervention required) his leg had swollen (peripheral swelling; seriousness criteria: medical significant, hospitalization and intervention required). It was reported that he had been to doctor multiple times to have it drained (aspiration joint; seriousness criteria: medically significant) until he was admitted to the hospital due to the swelling. He stated that he was in the hospital for a week and had a surgery on the leg but that did not help. He stated the pain was not just in his right knee but had deteriorated to including his right foot and right hip (pain in extremity and arthralgia; seriousness criteria: medically significant and intervention required) (onset and latency: unknown). Then in 2019 he had to have surgery again due to no relief from pain and that did not help as well. He was also kept getting cortisone shots which did not help and was suggested further surgery but does not have it. He stated that his leg was absolutely destroyed and could no longer walk (gait inability; seriousness: disability). It was also reported that he now had extreme pain in his knee and hip and his injection was from a recalled lot which had changed his life. It was reported that patient asked 'did someone else go through this and how and what did they do to fix it'. He was looking for support on how to manage and looking for guidance on which specialty doctor he needs to be referred to. No additional information was reported. Action taken: not applicable for all the events. Corrective treatment: cortisone for peripheral swelling, surgery for infection, arthralgia and pain in extremity and not reported for gait inability and aspiration joint. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves a patient whose leg had swollen, had infection, leg was absolutely destroyed and can no longer walk/now he cannot walk anymore and pain was not just in right knee but has deteriorated to including his right foot and right hip, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Leg is absolutely destroyed and can no longer walk/now he cannot walk anymore [unable to walk] leg had swollen [swelling of legs] infection [infection nos] pain is not just in right knee but has deteriorated to including his right foot and right hip. [Pain in foot] pain is not just in right knee but has deteriorated to including his right foot and right hip/has extreme pain in his knee and hip [arthralgia aggravated] multiple times to have it drained [arthrocentesis] . Case narrative: initial information received from united states on (B)(6) 2022 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age male patient whose leg is absolutely destroyed and can no longer walk/now he cannot walk anymore, leg had swollen, infection, pain is not just in right knee but has deteriorated to including his right foot and right hip, pain is not just in right knee but has deteriorated to including his right foot and right hip/has extreme pain in his knee and hip and multiple times to have it drained while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection having the strength 48mg/6ml (with unknown dose, route, frequency, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. On an unknown date in 2018 after 2 days (latency) the patient mentioned that he had infection (seriousness criteria: medical significant, hospitalization and intervention required) his leg had swollen (peripheral swelling; seriousness criteria: medical significant, hospitalization and intervention required). It was reported that he had been to doctor multiple times to have it drained (aspiration joint; seriousness criteria: medically significant) until he was admitted to the hospital due to the swelling. He stated that he was in the hospital for a week and had a surgery on the leg but that did not help. He stated the pain was not just in his right knee but had deteriorated to including his right foot and right hip (pain in extremity and arthralgia; seriousness criteria: medically significant and intervention required) (onset and latency: unknown). Then in 2019 he had to have surgery again due to no relief from pain and that did not help as well. He was also kept getting cortisone shots which did not help and was suggested further surgery but does not have it. He stated that his leg was absolutely destroyed and could no longer walk (gait inability; seriousness: disability). It was also reported that he now had extreme pain in his knee and hip and his injection was from a recalled lot which had changed his life. It was reported that patient asked 'did someone else go through this and how and what did they do to fix it'. He was looking for support on how to manage and looking for guidance on which specialty doctor he needs to be referred to. No additional information was reported. Action taken: not applicable for all the events. Corrective treatment: cortisone for peripheral swelling, surgery for infection, arthralgia and pain in extremity and not reported for gait inability and aspiration joint. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 03-oct-2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Ptc stated the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive measures) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints and trending as stated in sop rdg-sop-000440 product event handling to determine if a CAPA is required. The final investigation was completed on (B)(6) 2022 (closed ptc date) with summarized conclusion as no assessment possible. Additional information was received on (B)(6) 2022 from the quality department. Strength and ptc number was added. Additional information was received on (B)(6) 2022 from the quality department. Ptc results added.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves a patient whose leg had swollen, had infection, leg was absolutely destroyed and can no longer walk/now he cannot walk anymore and pain was not just in right knee but has deteriorated to including his right foot and right hip, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves a patient whose leg had swollen, had infection, leg was absolutely destroyed and can no longer walk/now he cannot walk anymore and pain was not just in right knee but has deteriorated to including his right foot and right hip, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Leg is absolutely destroyed and can no longer walk/now he cannot walk anymore [unable to walk]. Leg had swollen [swelling of legs]. Infection [infection nos] pain is not just in right knee but has deteriorated to including his right foot and right hip. [Pain in foot] . Pain is not just in right knee but has deteriorated to including his right foot and right hip/has extreme pain in his knee and hip [arthralgia aggravated]. Multiple times to have it drained [arthrocentesis] . Case narrative: initial information received from united states on (B)(6) 2022 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age male patient whose leg is absolutely destroyed and can no longer walk/now he cannot walk anymore, leg had swollen, infection, pain is not just in right knee but has deteriorated to including his right foot and right hip, pain is not just in right knee but has deteriorated to including his right foot and right hip/has extreme pain in his knee and hip and multiple times to have it drained while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection having the strength 48mg/6ml (with unknown dose, route, frequency, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. On an unknown date in 2018 after 2 days (latency) the patient mentioned that he had infection (seriousness criteria: medical significant, hospitalization and intervention required) his leg had swollen (peripheral swelling; seriousness criteria: medical significant, hospitalization and intervention required). It was reported that he had been to doctor multiple times to have it drained (aspiration joint; seriousness criteria: medically significant) until he was admitted to the hospital due to the swelling. He stated that he was in the hospital for a week and had a surgery on the leg but that did not help. He stated the pain was not just in his right knee but had deteriorated to including his right foot and right hip (pain in extremity and arthralgia; seriousness criteria: medically significant and intervention required) (onset and latency: unknown). Then in 2019 he had to have surgery again due to no relief from pain and that did not help as well. He was also kept getting cortisone shots which did not help and was suggested further surgery but does not have it. He stated that his leg was absolutely destroyed and could no longer walk (gait inability; seriousness: disability). It was also reported that he now had extreme pain in his knee and hip and his injection was from a recalled lot which had changed his life. It was reported that patient asked 'did someone else go through this and how and what did they do to fix it'. He was looking for support on how to manage and looking for guidance on which specialty doctor he needs to be referred to. No additional information was reported. Action taken: not applicable for all the events corrective treatment: cortisone for peripheral swelling, surgery for infection, arthralgia and pain in extremity and not reported for gait inability and aspiration joint. Outcome: unknown for all the events a product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Complaint was set in process. Additional information was received on (B)(6) 2022 from the quality department. Strength and ptc number was added.